Manufacturer narrative:
Implant regio 44 fractured. Construction was a lower jaw construction placed on 2 implants. Partial dissolution of the osseointegration as result of a patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant re-submission.

Event description:
Implant fracture.